Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer states the quick fit (standard) mesh slings are pinching residents skin between their legs and upper thigh and are a lot less comfortable than the quick fit deluxe mesh slings and causing pain for residents. During a transfer, the standard version caused the resident to call out in discomfort due to the pulling (the process was ended). Was verified the sling was properly placed and used. The deluxe version did not pull and there was no calling out. Complaint #(B)(4) was entered into our system.